Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated patient only lost therapy on the right-side coverage due to impedances. To address the issue, patient underwent surgical intervention on (B)(6) 2024 wherein both leads were explanted, and one new lead was placed. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's leads have high impedances. Surgical intervention may be pending to address the issue.